Event description:
It was reported by the patient that the right atrial (ra) lead was dislodged. It was confirmed that the ra lead was dislodged and was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.